Event description:
This complaint was received by mail through an FDA medical device report (MDR) that was written by a patient. Allegedly, the patient states that they have a defective and broken clip that has caused limping, back misalignment and knee pain. The patient is convinced the clip was broken and defective at the time of implantation, according to the report (mw5086568).

Manufacturer narrative:
Upon review of the patient submitted MDR to the FDA, the complaint suggests that the motoclip implant was defective and broken when it was implanted. However, there is no objective evidence to confirm this complaint. The MDR says the surgery was for a 2nd tmt and 3rd tmt fusion. The patient further alleges that the clip has caused pain, limping, back misalignment, and right knee pain. The MDR states the device is available for evaluation, but no information is provided. The following lhr records were investigated and no information was found to suggest the device was not within specifications. Description: part number, lot number, motoclip super elastic fusion system 18mm x 14mm x 14mm 1442-1814 101909, motoclip super elastic fusion system 18mm x 14mm x 14mm 1442-1814 101848.